Event description:
It was reported that the patient underwent a posterior fusion procedure. The surgeon performed a l5-s1 instrumentation and fusion with posterior screws and rod, autograft, and rhbmp-2/acs. At an unknown time post-op, the patient sustained unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2012, the patient presented with pre-op diagnosis of grade 1, l5-s1 spondylolisthesis with spondylolysis and underwent following procedure: l5-s1 transpedicular instrumentation and l5-s1 fusion with system with placement of 6.5 x 50 mm screws at l5 bilaterally and 6.5 x40 mm screws bilaterally at s1 with 40mm rod . Autograft lateral bony fusion. Bone morphogenic protein for fusion. Per op notes, a 6.5 mm x 50 mm transpedicular screws were placed at l5 bilaterally and sacral screws of 6.5 x 40 mm length were placed bilaterally at s1 under fluoroscopic guidance . All transpedicular screws were tapped, felt was peelable, and had good bite. Bone was harvested from the l5 laminectomy which was partial. Next, the rods were placed, 40 mm rods were placed and then screwed in place and caps placed and finally tightened. The wound was then copiously irrigated again. Bmp was laid out laterally over the transverse processes of l5-s1, as well as autologous bony pieces which had been morselized. This was done on both sides .

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.